Event description:
It was reported that a tulip head attached to a leg of the plate detached maintaining rod and blocker.

Manufacturer narrative:
Age at the time of event: (B)(6). Method: visual inspection;device history review; complaint history review; risk assessment. Results: the returned device was confirmed visually to have to have both tulip pins to plate fractured. Manufacturing records were reviewed due and no anomalies were found. Conclusion: the probable root causes of the tulip fracture is non-union from occipital to c2 (c1 to c2).

Event description:
It was reported that a tulip head attached to a leg of the plate detached maintaining rod and blocker